Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one similar complaint reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a pt experienced blurry vision. The lens was exchanged five months later for a different model and power iol. In a follow up, a surgical coordinator reported the pt also experienced visual distortion and diplopia. The symptoms resolved following the iol exchange procedure.